Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Reported issue of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician successfully deployed the first ligation band; however, the rest of the bands failed to deploy. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician successfully deployed the first ligation band; however, the rest of the bands failed to deploy. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. There was no issue noted with the extension tube. The suture was intact and attached to the trip wire loop. The trip wire was kinked in multiple places and was not secured in the handle assembly slot. A small piece of black grommet was found on the trip wire which appears to have been torn from a biopsy valve. All seven bands were deployed from the ligator head and none were returned. The ligator head teeth did not present any damage and the adaptor ring was without issue. The trip wire was not secured but the handle slot presented evidence that the trip wire had been secured in edge of the slot prior to being returned. A functional evaluation of the handle was performed and no issue was noted. Device analysis did not confirm if the user fully engaged the trip wire in the slot during use. Based on the evaluation of the returned device, the complaint that the bands failed to deploy was not able to be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.